Event description:
Patient in surgery for planned hysteroscopy and dilation and curettage (d&c). Patient in low lithotomy position. Final timeout at 1241. Surgical team requested light source to be on. Resident turned on light source from display menu. I witnessed the light source being turned on by other staff member. I continued to set up irrigation tubing and was asked to check light source because it was not lighting up for white balancing. I followed cord from light box to field and realized it was not attached to scope and on the drapes. A hole burned through the drapes and onto patient skin. I evaluated skin in the moment and burn was witnessed on right inner thigh. Surgery proceeded and burn was again evaluated after surgery. 4x4 gauze pads and tape was placed. Attending was present for event and evaluation. Surgical team to talk to patient before patient goes home.